Event description:
It was reported that during a laparoscopic appendectomy procedure, the black cutting lever would not close. There was no stapler load in the device when it was returned. When tried the black cutting lever did close and the stapler fired but all the staples did not staple. A metal part of the stapler fell out. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.